Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2026, they experienced a skin reaction with redness, burning sensation, pimples/bumps and blisters that extended beyond the patch perimeter. The skin reaction was treated with a prescription of oral cortisone-based drops. There was no documentation of further medical intervention. No photo or other details were documented. At the time of the report, the patient¿s condition is recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.